Event description:
The patient underwent a lead revision (reference MFR report# 3004209178200902041). The patient showed up at the surgery with an over discharged battery. The neurostimulator was charged on the back table. The patient was instructed to go home after surgery and complete the recharge. The patient reported charging issues the next day. The patient was met the next day and a physician mode recharge was performed. The patient continued to report issues with the battery holding a charge, stating it only held a charge for 40 minutes. Recharging was reviewed with the patient and the patient stated he understood and that the battery was not holding a charge. Further troubleshooting was being considered. Additional information has been requested, but was not available as of the date of this report.